Event description:
During preparation for use for cardiopulmonary bypass, the air bubble detection system repeatedly alarmed even though air was not present. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.